Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a black spot was found on the dressing. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's have been completed. Lot number 7m01812 was sterilized and released. All the results were within specification and products were released in compliance with standard operating procedure. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 3. Visual inspection was performed in accordance with test methods and was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 7m01812. This is the second complaint for lot 7m01812 however, it is for a different complaint issue. Two (2) photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs confirm the batch number expected and show a small dark spot on the dressing which confirms the complaint issue. Due to no sample being returned it cannot be determined what the dark spot is. Operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.